Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The tip of the touhy needle bent; cannot feed catheter into epidural space. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural needle with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. However, the customer did return a photo that clearly shows an epidural needle with a bent tip (reference files pic_tc# (B)(4)). A corrective action is not required at this time as the potential cause of the needle bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of a bent needle tip was confirmed based on a photo received from the customer. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle bending could not be determined based upon the information provided and without a sample.

Event description:
The tip of the tuohy needle bent; cannot feed catheter into epidural space. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
(B)(4). The customer reported the epidural needle tip bent during use. The customer returned one epidural needle (reference files (B)(4)). The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears typical. Microscopic examination of the needle bevel revealed the needle tip is bent. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force (reference files (B)(4)). The customer also provided a photo that clearly shows a bent needle tip (reference files (B)(4)). A dimensional inspection was performed on the returned epidural needle. The outer dimension (od) and inner dimension (ID) of the returned needle was measured. The od of the returned needle measured 1.47mm (c05156), which is within specification of 1.46mm-1.48mm per graphic nz-05500-003; rev 7. The ID measured 0.046in (1.17mm) (c05157), which is within specification of 1.17mm per graphic kz-05500-007; rev 8. Additional testing of the needle tips was performed other remarks: by the manufacturing site to determine tip strength. Testing was performed to compare needle tips strengths from five available sets of different needles. The test concluded that the needle sets had very similar results (reference files (B)(4)). Specifications per graphic nz-05500-003; rev 7 and kz-05500-007 rev. 8 were reviewed as a part of this complaint investigation. A review of design change history for part number nz-05500-001 was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A review of the quality inspection reports from the vendor of the cannula (nz-05500-001) found no material issues for lot #'s 72p16e0163, 72p15a0031, 72p16g0052, 72p15m0007, 72p15j0017, 72p15k0008, 72p15f0046, and 72p15h0068 (vendor lot #'s mm160505aj, mm141205aj, mm160615aj, mm151105aj, mm150805aj, mm150905aj, mm150515aj, and mm150710aj) (reference files (B)(4)). A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the needle tip bending during use was confirmed based on the sample received. Visual examination of the re turned needle revealed the tip of the needle bevel was bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface. A device history record review was performed on the epidural needle with no relevant findings. No material issues were found from the vendor for the cannula. Also, a needle tip strength study was performed by the manufacturing site which revealed very similar results with five different sets of needles indicating that the needle in question does not show any material deficiencies or changes. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
The tip of the tuohy needle bent; cannot feed catheter into epidural space. The patient's condition was reported as unknown at this time.